Event description:
It was reported that when the electrode was entered, the tests were done and it was determined that the position of the electrode was correct, the stylet was removed to proceed to fix the electrode, when doing this process the stylet did not come out of the electrode so it was stuck, it was verified that it was not tight, for this reason it was changed to another electrode. The patient had no risk of harm. No external factors that may have affected the electrode were specified. Electrode change was performed and the issue resolved. There were no patient symptoms or complications associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. This event did not lead to or extend patient hospitalization. There was no injury as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.